Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures confirms the spring has fracture but no further information can be gleaned due to the poor resolution of the provided photographs. A review of the device manufacturing records confirmed no abnormalities or deviations. Device is used for treatment. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2 - foreign: canada. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the spring of the slap hammer fractured. Due diligence is in progress for this complaint; to date no additional information or product has been received.